Event description:
It was reported that, during an implant procedure, the health care provider (hcp) was attempting to tunnel two extensions from the patient's chest incision towards the head incision when the carrier tool broke off in the patient. The hcp made a second incision to retrieve the broken portion of the carrier. The two extensions were able to be connected and the surgery was completed without further incident. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The carrier has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.